Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that thrombus occurred on the access sheath. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa. Heparin was administered after a transseptal puncture was performed. The activated clotting time (act) was checked 5 minutes after heparin was administered with a reading of 273 seconds. A 24 mm watchman ® laa closure device and delivery system (wds) was inserted into the was and was deployed. When interrogation of the closure device was being performed they found thrombus on the was. The closure device had not been released. It was determined that a recapture of the closure device could cause the thrombus to become dislodged. They assessed the release criteria and released the closure device, with particular attention paid to thrombus on was via transesophageal echocardiogram (tee) imaging. Additional heparin was administered and was checked 5 minutes later with an act reading of greater than 300 seconds. Attempts were made to aspirate the thrombus while in the left atrium which was unsuccessful. The physician then aspirated the was while removing the was from the patient. Once the (was) was removed from the patient the (was) was flushed on the sterile table where a thrombus was observed exiting the sheath. No further patient complications were reported. The patient was discharged without incident and will return for a follow-up visit in 6 weeks.